Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer report number 2916596-2023-02901. Updated investigation findings will be submitted under manufacturer report number 2916596-2023-02901.

Event description:
It was reported that the patient passed away. The cause of death was not provided.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.